Event description:
Additional information has been requested and received stating there was no patient harm and the patient was not hospitalized for the event. The surgery was completed on the same day by using a new lens.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was slightly bent in the gusset area. The optic was cut in half, typical of insertion and removal. One cut optic portion has a small deep scrape mark on the anterior side of the lens between the cut area and the optic edge. A qualified associated viscoelastic was indicated. The associated cartridge and handpiece were not provided. It is unknown if qualified products were used. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on the observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported during the intraocular lens (iol) implantation there was a scratch on the lens. There was patient contact. Additional information has been requested.